Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was due to a broken video connector socket and no output signal due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector was faulty resulting in no image and there was no output from the y/c terminal due to a faulty printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic electrotomy procedure, the visera pro video system center had no image. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.